Event description:
It was reported that after a few uses of the tps handswitch the safe/run button becomes loose. No further information is available at this time.

Manufacturer narrative:
(B)(4): device has not been returned yet.

Manufacturer narrative:
Numerous attempts were made to obtain the devices for evaluation, but they were not successful. It is impossible to determine the root cause of the malfunction without a quality investigation of the device. Not available.

Event description:
It was reported that after a few uses of the tps handswitch the safe/run button becomes loose. No further information is available at this time.